Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 498 mg/dl with vomiting, confusion and large ketones for which the patient self-treated by dosing with 13.5 units of insulin at 8:00 pm. The reporter stated the patient woke the following morning to find themselves in the hospital with a blood glucose of 511 mg/dl. The patient was reportedly diagnosed with diabetic ketoacidosis when hospitalized. The reporter stated that the patient is a ¿very brittle¿ diabetic. The patient received treatment at the hospital of 10 units of humalog insulin and 4 units of lantis. The reporter alleged that the insulin had stopped working; the display screen was flashing and then the pump powered on and off and the patient was unable to use the pump for insulin delivery. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-aug-2018with the following findings: review of the black box data and pump histories revealed the last basal delivery was recorded on (B)(6)2018. Unexplained power on reset was recorded (B)(6)2018 at 17:29. Delivery resumed at 17:53. The last bolus delivery was recorded as a 13.1-unit ez-bg normal bolus on (B)(6)-2018 at 12:04. No moisture corrosion was noted in the battery compartment. The battery compartment threads were noted to be stripped. The threads on the returned battery cap were also noted to be stripped. As a result, the battery cap was unable to secure properly to the pump to maintain proper electrical connection for the pump to operate; the power complaint was duplicated. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24-hour duration test; no power on reset events were duplicated during this time. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.